Event description:
It was reported that during the implant procedure the physician was unable to back-out the set screw, out of the header of the cardiac resynchronization therapy defibrillator (crt-d). The lead connector pin could not pass the set screw, and the set screw was identified to be all the way in and too tight to remove/loosen. The physician broke several wrenches trying to back out the set screw unsuccessfully. An alternate device was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.